Event description:
The customer received a blood glucose reading of approximately 300mg/dl on the contour meter, re-tested on a different meter and the reading was 53mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.